Manufacturer narrative:
Concomitant medical products: amlodipine, benazapril, lasix, demerol, omeprazole, potassium chloride, pravastatin, phenergan, ambien. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Conclusion not yet available - imaging evaluation in progress. Device(s) implanted and involved in this event: tgu454515/13160085.

Manufacturer narrative:
(B)(4) - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks.

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a dissection caused by a penetrating ulcer. The patient received a right carotid subclavian bypass prior to the procedure. It was reported the patient tolerated the procedure. On (B)(6) 2014, a type iii endoleak was found and on (B)(6) 2014 a reintervention was performed to bridge the two pre-existing devices. The patient tolerated the procedure, and the endoleak was resolved.